Event description:
It was reported that patient underwent previous hip revision procedure to replace a liner in 2009 due to dislocation. Subsequently, the patient dislocated again and was revised 10 days later. The head and liner were removed, and replaced. Additionally, it was reported that the hospital would not be returning the components, as they were not issuing a product complaint.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. The part/lot number information needed to review device history records was unavailable. Multiple attempts were made to obtain product identification information. No further information has been received to date.expiration date - unknown.device manufacture date - unknown.this report filed october 26, 2009.